Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye defects were noted on the iol. The iol was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received identifies that the surgeon encountered resistance midpoint during lens injection and then the iol advanced more quickly than usual. This is indicative of a blockage of the iol within the injection system. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The device was not returned. Device discarded by healthcare facility. Our review of production records for the rayone aspheric rao600c batch 095282251 showed that all manufacturing and quality checks were conducted with successful results. The root cause of the event cannot be established from the available information.

Event description:
On 17th april 2026, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that defects were noted on the iol following implantation into the eye necessitating lens explantation and exchange.